Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: the complaint was confirmed as the reported defect on a returned sample. The issue was fm. No issue in DHR. No issue in retention sample. Root cause was undetermined. No trend we will continue to monitor the trend this issue. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ mueller hinton chocolate agar catalog number 221802 which has 510k number k760459.

Event description:
It was reported that while using 60 plate chocolate ii agar 100 ea contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter "this is a report about contamination of the media."